Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient generator was replaced due to a lead discontinuity, but lead was not replaced at that time. Diagnostics performed after the generator replacement showed high lead impedance. The lead was not replaced at that time. The patient is expected to have lead replaced. It is unclear at this time when the lead fracture occurred and what was the cause. Good faith attempts to obtain additional information have been unsuccessful to date.